Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity and moderate calcification. The prowater flex guide wire was advanced, but could not cross the lesion due to the anatomy. Pre-dilatation was performed and the whisper guide wire was advanced. The whisper guide wire was torqued in an attempt to get farther down in the vessel; however, the guide wire separated approximately 60 mm from the tip. There was no resistance noted. A snare device was used to remove the separated portion of the guide wire. The lesion was treated with dilatation only. The paitent had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.